Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value 400 mg/dl. Customer also specified other blood glucose value of 300mg/dl. Customer also receive no delivery alarm which was resolved by changing complete set. Customer declined troubleshooting for high blood glucose value. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No anomaly during testing noted. (B)(4).